Manufacturer narrative:
On 17-aug-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31283500l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. For the premature ventricular contraction (pvc) procedure, after the right ventricular outflow tract (rvot) mapping, when the smart touch sf catheter was moved to the site of earliest activation prior to the ablation, blood pressure decreased. Cardiac tamponade was confirmed by echography. The patient¿s vitals were stabilized by drainage, so the procedure was continued. The procedure was completed with no problems. The ablation was conducted on the site of earliest activation around rvot, and the procedure was completed. The patient left the room. Patient improved. Physician's opinion on the relationship between the event and the product is that cardiac tamponade occurred prior to the ablation. The catheter was located in a site different from the geometry. No abnormalities occurred prior to or during use of the product. No transseptal puncture was performed.